Manufacturer narrative:
The drive support disk was inspected and no anomaly was noted during testing. The insulin pump passed the displacement, basic occlusion, occlusion, prime, excessive no delivery and motor tests. The insulin pump had no motor error alarm noted during testing. The insulin pump had no damage found on motor. The insulin pump was received with cracked at corner display window and scratched on display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they received a motor error alarm during bolus. The customer's blood glucose was 426 mg/dl at the time of incident. The customer stated that they have not treated high blood glucose at the time of call. The customer stated that they were able to rewind the insulin pump. The customer stated that the drive support cap was loose. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.